Manufacturer narrative:
This report is submitted on june 9, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral and topical antibiotics. The implant remains in-situ.